Manufacturer narrative:
Concomitant medical devices: 3ml bd syringe; 100ml baxter bag, ndc 0338-0049-48, lot p350827, exp dec 17, 0.9% sodium chloride; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they noted a leak from the anti-siphon valve connection of the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the anti-siphon valve connection was confirmed. Visual inspection revealed no anomalies. Functional testing revealed a leak at the engagement between the bottom of the antisiphon valve and tubing sleeve components, due to excessive pressure being exerted during the push of fluid from a smaller volume syringe (3ml or lower); it was observed during testing that a smaller volume syringe generated significantly more injection pressure than did a larger volume syringe. The root cause of the leak at the anti-siphon valve connection was excessive pressure being exerted during the push of the fluid from a smaller volume syringe. A tip sheet has been provided to the customer indicating that these specific type sets are not designed for push medications.